Event description:
Customer reports that he obtained results of 54mg/dl, 41mg/dl, 50mg/dl, and 222mg/dl within 10 minutes on the same device. No action was taken based on device results. No quality controls were used. Requested return of suspect device and replacement was sent.